Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient did not charge their ipg as recommended. Subsequently patient¿s scs ipg was not able to communicate with external devices. As a result, patient¿s ipg became inoperable and patient underwent a surgical intervention to explant and replace the ipg on (B)(6) 2018. Reportedly, the patient is doing fine post-operatively.